Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange, the physician was unable to remove the lead from the device header. The silicone was removed to loosen the lead from the device header. The device was replaced successfully. The patient was stable.

Manufacturer narrative:
The reported complaint of failure to disconnect the leads from device header was confirmed. Analysis of the header showed both septum damaged with pieces of septum inside the setscrew insets. This prevented the torque wrench from fully engaging the inset which prevented setscrew from being properly tighten, and this is consistent with explant damage. The device was received in eri mode. Analysis performed including electrical and mechanical testing did not find any anomaly other than voltage being at eri. The device battery voltage is at eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device exceeded the projected longevity and is considered normal battery depletion.